Event description:
It was reported that during a knee arthroscopy procedure using a paragon t2 with integrated cable wand, the electrode was alleged to have detached from the wand while in the surgical site. The missing electrode was unable to be retrieved, however, the surgeon was confident that all debris was suctioned out with a shaver. The procedure was completed successfully using an add'l wand. There were no significant delays or pt complications reported as a result of this event.